Event description:
It was reported that pump screen went dark and would not turn on after pump was accidentally run over by lawnmower, and pump showed red light and repeated vibrations while remaining unresponsive to button presses and charging attempts. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: Android / Android_DuraForce PRO 3 / 2.8 / Android 16.